Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the arterial blood parameter monitor (bpm) failed high potential (pi-pot) test. There was no pt involvement.